Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on right plunger case and bottom case. During analysis, the reported issue of check clutch plunger lever was confirmed during occlusion testing. Service replaced the position pot. Service also performed preventive maintenance and all functional testing. Replaced right plunger case and bottom case for physical damaged. Based on the evidence, the complaint was confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a check clutch plunger lever alarms was experienced. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified check clutch/plunger lever. The root cause of the issue was due to normal wear as the pump was over 15 years old.